Event description:
It was reported that the customer received an occlusion alarm during delivery of insulin. Reportedly, the insulin appeared to be gelled. The customer's blood glucose level was 239 mg/dl. During trouble shooting with tandem technical support, the customer indicated that the cartridge and tubing will be changed out.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.